Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the image shadow in image. Based on the result, we concluded, that it was caused, due to the excessive force applied on the image. In addition, our technician confirmed, that the water nozzle clogged, the water tube leak, the electrical pin connector dirty, the up pulley wire worn out, the operation channel (primary) kink, the suction channel kink, the angulation left angulation decrease and the angulation right angulation decrease. However, these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (shadow in image).